Event description:
During the eval of a used (actual) homechoice set sample, executed by baxter's quality engineering dept, an incomplete prime occurred. There was no pt injury involved with this incident as this occurred during the product eval.